Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old female patient underwent a primary breast augmentation surgery with a left sided 375cc unspecified mentor gel breast implant and a 400cc right sided unspecified mentor gel breast implant. Post-operatively, the patient fell from a scooter and experienced bilateral rupture of both implants, which was confirmed during a physical exam. As a result, the patient underwent bilateral removal and replacement with 470cc mentor memorygel breast implants on (B)(6) 2022. This report is for the right breast implant. Refer to manufacturing report number (B)(4)for the contralateral event.

Manufacturer narrative:
On (B)(6) 2022, mentor conducted a visual inspection on the returned device. Visual analysis of the returned sample revealed that the gel breast implant with a volume of 400 cc breast implant had a tear on the posterior view, measuring approximately 10 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. Manufacturer's reference number: (B)(4).